Event description:
It was reported that the patient under went a successful total shoulder arthroplasty. Subsequently the patient presented with progressive pain, weakness and loss of function. Advanced imaging and clinical examination demonstrated a failure of the subscapularis tendon, resulting in anterior instability and loss of balanced shoulder mechanics. The humeral and glenoid components showed no signs of mechanical failure, loosening nor malposition. Due to the soft-tissue failure the surgeon performed a revision surgery and converted to a reverse to provide a biomechanically reliable construct ad the rotator cuff was not repairable. During the revision surgery, the subscapularis was found to be deficient and nonfunctional, confirming the preoperative findings. The humeral head was explanted but the surgeon decided to leave the humeral stem as it demonstrated stable fixation. The reverse shoulder arthroplasty implants were successfully implanted without issue. At the conclusion of the procedure, the revision reverse shoulder arthroplasty was noted to be stable, well-aligned and functioning as intended. The patient reportedly tolerated the procedure well, without complication.

Manufacturer narrative:
Correction: catalog number. Device history record review did not identify any non-conformances or deviations during the manufacture of the device; the device met all specifications. The device was not returned for analysis so no physical analysis could be performed. The reported issue of subscapularis tendon failure cannont be confirmed as no imaging was provided. However, this event is a known potential risk associated with shoulder arthroplasty procedures. Based on the information available, the most probable cause of the reported event is cause traced to non-device related factors as there is no allegation of device failure.

Event description:
It was reported that the patient under went a successful total shoulder arthroplasty. Subsequently the patient presented with progressive pain, weakness and loss of function. Advanced imaging and clinical examination demonstrated a failure of the subscapularis tendon, resulting in anterior instability and loss of balanced shoulder mechanics. The humeral and glenoid components showed no signs of mechanical failure, loosening nor malposition. Due to the soft-tissue failure the surgeon performed a revision surgery and converted to a reverse to provide a biomechanically reliable construct ad the rotator cuff was not repairable. During the revision surgery, the subscapularis was found to be deficient and nonfunctional, confirming the pre-operative findings. The humeral head was explanted but the surgeon decided to leave the humeral stem as it demonstrated stable fixation. The reverse shoulder arthroplasty implants were successfully implanted without issue. At the conclusion of the procedure, the revision reverse shoulder arthroplasty was noted to be stable, well-aligned and functioning as intended. The patient reportedly tolerated the procedure well, without complication.